Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested for ketones and had a blood glucose reading in the 500's mg/dl. She felt sick and vomited. Her friend drove her to hospital. Hospital meter read in the 400's mg/dl 2 hours after her meter reading. She discovered that her cannula was crimped. She was treated with an IV of fluids then she went home the same day. She was not admitted to the hospital. Patient alleged no product defect with the cannulas. Patient lost her link assist insertion device. She attributed the crimped cannula to manual insertion and her lean body type. The cannulas have been requested for return, but cannot be returned as they have been discarded.